Manufacturer narrative:
(B)(4). The out of range issue related to the insulin pump system is being reported under MFR 3004753838-2016-26062.

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient an out of range error that occurred on the receiver and insulin pump on (B)(6) 2016. No additional event or patient information was provided.